Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
The regional register of orthopaedic prosthetic implantology (from servizio sanitario regionale emilia-romagna region italy) mention that there have been 6 revision surgeries for tornier hls noetos prosthesis since 2002.